Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing incision and the lifevest irritated the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended placing gauze over the skin irritation. Follow up indicated that the skin irritation improved.